Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, medication data was missing. The customer mentioned that the issue occurred when the time change was made last night. The scheduled medication disappeared and did not show in the pull. The schedule skipped the most recent one and moved to the next scheduled time. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 03-sep-2025, and confirmed that this device was not previously returned for servicing, and there were no production failures which correlates to the customer reported issue. The technical support specialist (tss) had been waiting for a response from the customer, but no reply was received regarding further assistance. Therefore, the tss closed the case.